Event description:
Customer reported that the buttons on the insulin pump were sticking and unresponsive. Customer also mentioned receiving a motor error alarm during priming. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer mentioned that she felt like her blood glucose readings were low as she was sweaty and her speech was slurring. Customer checked her blood glucose readings and found that it was 94 mg/dl. Customer ate to treat, however her blood glucose readings remained 92 mg/dl. Customer mentioned having an infection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The test blood glucose meter communicated properly with the insulin pump. The insulin pump passed the functional testing and no motor error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched case and a scratched reservoir tube window.